Event description:
It was reported that during positioning of the right ventricular (rv) lead, the patient complained of side abdominal pain. A perforation was suspected. Cardiac tamponade was confirmed by echocardiogram. The perforation site was sutured under open heart surgery and the rv lead was extracted accordingly. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).